Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tube had cracks but there is no leaking and has discoloration on (B)(6)2025. The infusion set was in use for less than twelve hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code crack/split tubing. The batch 6008296 in question was manufactured at the reynosa site. Complaint investigations: the reference samples for batch 6008296 were previously tested in 2146378 on 23/mar/2025. Test results: visual test according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008296 was manufactured according to the wi version 116 in the line 4, on 04/aug/2024, with a total of (B)(4) units. Gluing of tubing the lot 4g03046 was manufactured according to the wi version 7 in the gluing of tubing in the machine itl01, on 30/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/jun/2025 against malfunction code crack/split tubing and lot 6008296 and no other complaint has been registered in database for the same lot 6008296 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.